Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified de novo common iliac artery. There was difficulty advancing a 9.0 x 29 mm omni elite balloon catheter through a non-abbott introducer sheath and when it advanced half-way through, the omni elite stent became stuck and there was difficulty in removing it. A non-abbott stent was deployed to complete the procedure successfully. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspection was performed on the returned devices. The reported resistance with the introducer sheath was confirmed. It was determined that the returned non-abbott introducer sheath inner diameter was smaller than the recommended diameter indicated on the omnilink elite product label. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties were due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.